Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl and current value was 64 mg/dl. The customer was treat with food and glucose tablets. . Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. The customer alleges that the insulin pump was over delivering because the customer already checked for leaks and there was none and she went low again and took herself off the pump. The insulin pump will be returned and reservoir will not be for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).